Manufacturer narrative:
The device has been discarded. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a gastric bypass procedure, when removing the probe from the trocar, it detached from the hand piece and splashed the surgeon and his assistant. Pt was positive with infection. The device has been discarded.